Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what was the procedure date? (B)(6) 2021. Was the needle piece retrieved during the same procedure?- none was ever found. What tissue structure the broken needle was located? Can not confirm the needle broke in tissue, suture was used to close back tissue s/p spinal cord stimulator insertion. Device return status: was disposed of in sharps. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the facility that during a spinal implant procedure, the suture needle was difficult to pass through the tissue and the needle tip was not present. An x-ray was completed and there was no partial needle or part of supply left in patient. There were no patient consequences reported. It is unknown if device is available for return.